Manufacturer narrative:
This report form FDA 3500a is a continuation of form FDA 3500 which has submitted to the FDA via internet on (B)(4) 2013 by osypka medical (B)(4) (the MFR). (B)(4).

Event description:
A biomed from hospital (B)(6), reported that a serious malfunction of an osypka pace 203h dual chamber external pacemaker (s/n (B)(4)) occurred in the night of (B)(6) 2013. While the pacemaker was connected to a patient, two nurses heared an alarm beep indicating a device error. They found that while the device controls were locked, the stimulation rate changed without user intervention. The customer returned the device to our distributor in (B)(4) who sent the device back to the MFR for evaluation (received at osypka medical, (B)(4) on (B)(4) 2013), which was the first time osypka medical became aware of this event.